Event description:
Reportedly, the percentage of atrial sensing events was 261 % on 10 october 2022. In another patient file it was 267 %.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.